Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the patient cannot use 5 electrodes on the electrode array of her cochlear implant and was scoring only 42% on speech perception sentence tests. The surgeon later reported that the CT scan showed that the electrode array was compressed in the first 5mm of the cochlea, probably a result of the implant surgery. The patient's device was explanted and a new device was reimplanted in 2007.